Manufacturer narrative:
(B)(4). Manufactured november 16, 2015 ¿ november 18, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow test was performed and was within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse at all. The device was filled with 12 g of tazocilline in 240 ml of saline solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.